Event description:
The customer said the suspect device caused them to go to the hospital. They said the device read either hi or lo and they were in a diabetic shock. They received an IV treatment at the hospital. No controls were used. No other information was provided. The device was replaced and requested to be returned for evaluation.